Event description:
It was reported by service report that the bed scale was inaccurate. There was patient involvement, however no adverse consequences were reported.

Manufacturer narrative:
Results: load cell.